Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: tp1a.220624.014.g781vsqschwk1, smartphone hardware: sm-g781v, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient visited the hospital for hyperglycemia. Specific blood glucose levels were not reported. The patient reported removing the pod and giving injections with a syringe in an attempt to lower the blood glucose before visiting the hospital without success. Prior to removal, the pod was worn between 36 and 48 hours on the arm. She was hospitalized with symptoms of feeling sick and dizzy. She was diagnosed with diabetic ketoacidosis and treated with IV fluids. The patient was discharged on (B)(6) 2025.